Manufacturer narrative:
Upon, investigation, the technician found that the brake casters on the device were out of adjustment. He does not know what exactly caused this, but he thinks the most likely cause is due to regular use. The technical specification of this part states that the brake casters do not need to be adjusted or changed for 10,000 repetitions and since the device has been in service since 2008 and is used regularly, it has probably gone way 10,000 repetitions threshold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The bed is located in the ER of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).